Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion behavior. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Replacement was recommended. This product remains in service and no adverse patient effects were reported.